Event description:
It was reported that a leak from the distal tip occurred. A direxion infusion catheter and non-bsc liquid embolic system were selected for an embolization procedure to treat an endoleak iib. During embolization, a shaft leak was observed at the distal end. The procedure was completed successfully with the original device. There were no patient complications reported.